Event description:
Initial results for four patient calcium results were 11.6, 11.1, 11.5 and 10.5 mg/dl. When repeated, the results were 9.3, 9.4, 8.8 and 9.4 mg/dl respectively. The incorrect results were not used to guide therapy. The field service representative found the air dryer valve was defective and repaired the instrument by replacing the vavle.